Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient's right ventricular lead had perforated the right ventricle. The lead was explanted and replaced. The patient was stable post procedure.